Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-03338. Related manufacturer report number:1627487-2023-03340. It was reported that the patient's ipg had reached end of life. The patient's peripheral leads were also noted to have high impedance and the patient had not been experiencing effective relief. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.

Manufacturer narrative:
Date of event is estimated. The allegation is against two of four leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode percutaneous lead wide spaced, model: 3163, UDI: (B)(4), serial: n/a , batch: 2816109. Common device name: quattrode percutaneous lead wide spaced, model: 3163, UDI: (B)(4), serial: n/a , batch: 2883750.